Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6) the received picture of a damaged p3 connector is not enough for further investigation. As no sample was provided for investigation further investigation was not possible and therefore the complaint is considered as not confirmed. We assume that the defect is due to liquid damage. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "p3 port burnt". According to the customer: "p3 port caught on fire".